Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. In (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure. A 30mm watchman ® laa closure device was successfully implanted with a complete seal noted. Approximately 30 days later the patient passed away in her sleep. No autopsy was performed. They believe it may have been sudden cardiac death; however, the cause of death is unknown.